Event description:
Information was received that reported the patient was hospitalized on (B) (6) 2010, due to an incident of hypoglycemia. The patient became unconscious while at home. The paramedics were summoned. His blood glucose was measured as 20 mg/dl. He was transported to the hospital. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.